Event description:
It was reported that high pacing impedance and capture threshold were present on the rv lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received